Manufacturer narrative:
(B) (4).

Event description:
A dialysis user facility has reported the following incident: a suspected hypersensitivity reaction to the optiflux dialyzer. Additional information was received on 03/24/210. When speaking to the reporter of the event, information indicated that the patient had dialyzed successfully with this same dialyzer on (B) (6) 2009, (B) (6) 2009, (B) (6) 2009 and (B) (6) 2009. On the reported date of the event (B) (6) 2010, the patient had dialyzed for 10 minutes when she "became unconscious" for approximately 1-2 minutes, awoke and was unable to speak. Benadryl and atarax were administered at this time and a call was placed to 911. The patient was transported to the hospital and admitted the same day. Of note is that while hospitalized, the patient received a heart stent placement and had previously received a pacemaker. Patient is currently using the ambio dialyzer reportedly without further incidence. Rn had also reported that the blood was returned in this event.